Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depletes faster than expected and subsequently the pump shuts down. In addition, it was reported that the touch screen was intermittently unresponsive. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.